Event description:
It was reported that during a full supply change the user did not fully twist the connector to the ilet, pressed and held delivery up to 100 units, observed the cartridge protruding, and forcibly pushed the prefilled cartridge back into the chamber before continuing; insulin was later observed pooled on the table, and the device displayed 26 units remaining while the cartridge was empty. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no alarms. Investigation included troubleshooting and user education regarding correct supply change steps and instruction to avoid forcing the cartridge and to contact support if the leak source is unclear. Investigation of this case revealed probable leakage and loss of insulin due to incorrect insertion of the cartridge and improper technique during the supply change, with possible contribution from the infusion set connection; the insertion error and handling likely led to a mismatch between actual insulin volume and the device¿s displayed estimate. It was concluded, based on previously established findings for similar reports, that user technique and procedural nonadherence were the primary causes.